Manufacturer narrative:
B5 - no repositioning took place. Lens was intraoperatively implanted, removed and replaced. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Lens intraoperatively implanted and removed. Lens was repositioned. Later, lens was replaced. Problem was resolved. Cause of event was not reported.